Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were air bubbles in her infusion set tubing, and that she has experienced high blood glucose events in the past due to air bubbles. The patient's blood glucose at the time of incident was 200 mg/dl. Troubleshooting was initiated for the air bubbles anomaly. There were three air bubbles; the bubbles were small, all less than an inch in size. The customer attempted to push out insulin but only felt air; no insulin exited. The customer stated that the insulin was not stored at room temperature and may not have warmed up enough prior to use. The customer attempted to fill cannula several times in order to remove the air bubbles but failed. The customer was advised to change her infusion set and reservoir to resolve the issue. No products were returned and a replacement infusion set and reservoir were shipped to the customer.